Event description:
It was reported that loss of ventricular capture was observed. The patient came into clinic for interrogation and stated that she had been having dizzy spells. Upon interrogation and re-testing and re-setup, ventricular autocapture was recommended. After the autocapture threshold was completed, the auto output was changed. At this time, it was noted that the patient had intermittent loss of capture with no apparent backup pulse. The patient, whose indication is chb, was symptomatic with this. Autocapture was disabled and the output was reprogrammed, and consistent capture was observed. The patient has been referred to an ep for potential lead revision. On (B)(6) 2019 the lead was explanted and replaced. The patient tolerated the procedure well and was discharged home in stable condition.